Event description:
Complainant alleged that while treating a pt the device successfully discharged once at 120 joules and a second time at 150 joules. However, upon the third attempt to discharge 200 joules of energy to the pt, the device displayed a "bridge test failed" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.